Event description:
It was reported that during anterior communicating artery acoma aneurysm embolization procedure, resistance was encountered when delivered the subject stent in microcatheter. Withdrew the stent to check and found it deployed at tip of microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
A2 age at time of event and age units (patient) - added. A3a gender - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent delivery wire sdw was found to be kinked/bent. The stent was found to be deformed. The stent introducer distal tip was intact. Stent deployed prematurely during use functional test was not applicable as it was confirmed during visual inspection. A functional inspection for stent difficult/unable to advance or pullback through catheter could not be performed as the stent was deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent deployed prematurely during use was confirmed during analysis. The reported stent difficult/unable to advance or pullback through catheter could not be replicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'moderately tortuous'. It was reported that "the operator checked and flushed the stent and when delivered to go into sl-10 resistance was encountered when delivered in microcatheter. Withdrew the stent to check and found it deployed at tip of microcatheter. Withdrew the microcatheter out together and used coil to finish the embolization case'. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. The patient's anatomy was moderately tortuous. The stent was returned deployed and noted to be deformed. The sdw was noted to be kinked. The introducer sheath was intact. It is possible that the introducer sheath was initially set up correctly but may have moved proximally prior to stent advancement out of the sheath. This would result in a gap between the distal end of the sheath and the microcatheter lumen. It is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. The user will then experience increased resistance while attempting to advance/retract the stent through the microcatheter. It is also possible that due to unknown procedural and/or anatomical factors the user experienced resistance while advancing the device though the microcatheter and, due to this resistance, the user applied force to try and advance the device through the microcatheter resulting in the damage noted. Furthermore, when attempting to retract the stent, the delivery wire slipped out of the stent, leaving the stent deployed inside the microcatheter. An assignable cause of procedural factors has been assigned to the as reported stent deployed prematurely during use' and stent difficult/unable to advance or pullback through catheter' and to as analyzed stent deployed prematurely during use, sdw kinked/bent and stent deformed as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during anterior communicating artery acoma aneurysm embolization procedure, resistance was encountered when delivered the subject stent in microcatheter. Withdrew the stent to check and found it deployed at tip of microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.